Event description:
During a follow-up, noise was observed on the stored egm's. It was also noted that the device had reached eri due to excessive charging as a result of the noise. The decision was made to explant the device.